Event description:
It was further reported the "requests to be checked at the clinic for follow up on their transmissions" were confirmations for medical approvals (prior-authorizations) for remote monitoring. No device issues were identified and the most recent transmission showed normal device function.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they have received more requests to be checked at the clinic for follow up on their transmission. The physician said that their implantable cardioverter defibrillator (ICD) was good but the patient thinks something is wrong since they keep "getting update instead of the scheduled timeframe" for their transmission. The device remains in use. No patient complications have been reported as a result of this event.